Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as treatment pads causing a rash the size of the pad, under all 3 te pads. Pt had big indentions with the b03. Gave them a b04 and patient likes the b04 better. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed trimethalone cream for the skin irritation. Follow up indicated that the skin irritation improved.